Event description:
It was reported that during a stenting treatment procedure the markerband was not visible. An unknown size liberte bare metal stent was advanced and it was noted that the ro markerband was not visible under x-ray. The procedure was completed with another of the same device. No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified that the stent was uniformly crimped onto the balloon. An examination of the markerbands identified no anomalies. The proximal and distal markerbands were present and positioned correctly for a 24mm long balloon. No visible damage was noted along the entire length of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure the markerband was not visible. An unknown size liberte bare metal stent was advanced and it was noted that the ro markerband was not visible under x-ray. The procedure was completed with another of the same device. No patient complications were reported. Additional information has been requested and is not available.